Event description:
The customer reported that he has been experiencing low blood glucose levels, and feels that there is something wrong with the insulin pump. Troubleshooting was performed, and the insulin pump programmed correctly. The insulin pump was not exposed to high magnetic fields. The daily totals were not adding up correctly, indicating that the insulin pump may have over delivered. The insulin pump did pass the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.